Event description:
During an atrial fibrillation/left atrial flutter ablation procedure, a cardiac perforation occurred. Mid case, the ablation catheter was noted out of the geometry surface. The patient status began to decrease, and ice images showed an effusion. The patient was cardioverted to sinus rhythm and the effusion was monitored via ice and transesophageal echocardiogram for approximately 30 minutes. The patient was considered to be stable and transferred to unit. The patient returned to cath lab later for a pericardiocentesis and is in stable condition. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3. An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The log files indicate that contact force was reset one time outside the patient at the beginning of the log files, according to the measured temperature at the time of the reset. A ¿check baseline¿ error was displayed throughout the log files. The ensite contact force module instructions for use (IFU) states ¿baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body; after reinsertion into the patient¿s body after retraction through a sheath; when the message ¿please check baseline¿ displays.¿ in addition, force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to the ¿check baseline¿ error, the accuracy of the measured forces during ablation cannot be determined. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.